Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion set change. Customer reported that the infusion set tape did not fit properly in the insertion device. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Insulin pump also received with missing serial number label. Hardware low-level failures alarmed during self test and confirmed in insulin pump history file due to a broken trace at keypad assembly. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.